Event description:
A caller reported that the customer's adc freestyle libre sensor did not discharge properly from the applicator when applied. The customer started sweating profusely and a blood glucose of 35mg/dl was obtained on an unspecified meter. The customer was taken to the hospital by paramedics where he was treated with oral glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (device expiry date) & h4 (device mfg date) have been updated based on the returned product download. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned applicator; no damages were observed. Visual inspection of the applicator revealed it was unlocked and had been fired, but sharp was not returned. Visual inspection was performed on the sensor pack and damaged platform legs were observed. The sensor plug was properly seated, and no failure modes were observed upon visual inspection of the plug assembly. An extended investigation has also been performed. A visual inspection was performed on the sensor; no issues were observed. The sensor plug¿s snaps were properly curled, and the neck of the sensor was not cracked or damaged, indicating that the sensor plug was properly seated in the mount. An inspection of the sensor tail did not show evidence of insertion. No blood or dry bio-contaminant was observed on the sensor plug, tail, adhesive, or puck, which indicates that the sensor tail was not inserted into the user¿s body. Visual inspection was also performed on the sensor pack. The lid of the sensor pack was completely peeled, and the transition features were not damaged. There was no sign of user abuse on the sensor pack. Observed that the sensor pack platform was unable to move up and down. Further investigation of the sensor pack concluded that the platform leg was bent, preventing the platform from moving. The damage to the leg is the initiating failure. Further system performance cannot be guaranteed after the platform failure. This unit failed as a result of the platform leg buckling. Therefore, this issue is confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle libre sensor kit was reviewed and the DHR showed the freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specification a prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A caller reported that the customer's adc freestyle libre sensor did not discharge properly from the applicator when applied. The customer started sweating profusely and a blood glucose of 35mg/dl was obtained on an unspecified meter. The customer was taken to the hospital by paramedics where he was treated with oral glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the customer's adc freestyle libre sensor did not discharge properly from the applicator when applied. The customer started sweating profusely and a blood glucose of 35mg/dl was obtained on an unspecified meter. The customer was taken to the hospital by paramedics where he was treated with oral glucose. There was no report of death or permanent injury associated with this event.